Manufacturer narrative:
E: (B)(6).

Event description:
A service engineer (se) reported a device malfunction regarding a respironics v60 ventilator that was unable to reach the required flow levels, which was subsequently confirmed upon evaluation. The device automatically attempted to perform a calibration because it could not achieve the mandated flow metrics, but the performance issue persisted after the calibration cycle was completed. Repeated calibration attempts failed to improve or resolve the condition. The se identified that the flow sensor assembly was faulty and required a complete replacement. There was no patient involvement at the time the malfunction was observed, and zero patient impact, injury, or harm occurred as a result of this issue. A final investigation and device disposition are currently pending.